Event description:
It was reported that during a clinic visit, the patient with this right atrial (ra) lead reported having experienced a fall about a month prior to the visit. During interrogation, the health care professional (hcp) observed that the ra lead exhibited high out of range pacing impedances and intermittent loss of capture (loc). The hcp called technical services (ts) for further review of the stored device data. Upon review, ts observed an abrupt increase in ra lead pacing impedance measurements from 600 ohms to be measured to be greater than 2000 ohms. Ts noted that prior to the fall, the impedance measurements appeared to have been stable and consistent. Further review of the presenting electrogram (egm) showed 2 signal artifact monitor (sam) events where ra lead noise was detected and oversensed. Ts discussed possible causes and reprogramming options with the hcp and recommended for the ra lead to be replaced. Subsequently, the hcp reprogrammed the lead settings. At this time, the ra lead remains in service. No additional adverse patient effects were reported.